Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the programmer was returned, analyzed and the analysis found that the ECG connection was broke loose causing the ECG problem.

Event description:
It was reported that the ECG signal cannot be obtained, despite utilizing new patient cables. The ECG cable weld is likely broken. The programmer was returned for analysis. No patient involvement or complications were reported as a result of this event.